Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: investigation revealed moisture corrosion in the battery compartment. The pump passed leak testing. The pump would not power on and was completely unresponsive due to the moisture corrosion. The pump cover was removed and there was no further evidence of moisture ingress. No damage was found to the pcb. Additional testing could not be completed due to inability to power on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.